Event description:
During evaluation of a returned spectrum iq infusion pump, the device found low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device was found to have low audio. The cause was identified to be loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.